Event description:
A report was received that the patient was experiencing discomfort due to the placement of the ipg. The patient underwent a pocket revision procedure and was doing well postoperatively.